Manufacturer narrative:
It was reported that the tibial tray is not seated posteriorly, therefore the patient has anterior slope on the tibia and is having stability issues. Revision surgery is planned to re-cement the tibial tray and exchange the poly inserts. It was reported that the cement may have set prematurely during primary surgery. Review of the device history record indicates the device was manufactured to specification.

Event description:
It was reported that the tibial tray is not seated posteriorly, therefore the patient has anterior slope on the tibia and is having stability issues. Revision surgery is planned to re-cement the tibial tray and exchange the poly inserts.